Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382533 and lot number 4282309. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.

Event description:
Rn stuck by needle when putting needle into sharps container. The IV needle would not extract back into safety mode after using. I only have the information that was put into the report.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.